Event description:
Information received indicates the steering function is not staying locked and the caster continues to ratchet when the brake is set.

Manufacturer narrative:
The technician replaced the four casters, the head and foot pedals and the brake/steer linkage to repair the bed.